Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error and the dc/dc & standard connectors printed circuit board pcb was defective. The conclusion is that the defective pcb need to be replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated technical alarm code indicating a defective dc/dc & standard connectors printed circuit board. There was no patient harm. Manufacturer's ref.#: (B)(4).